Event description:
During a shoulder repair procedue, two out of three anchors broke. The first anchor broke when the surgeon was trying to back the anchor out with the inserter. The second anchor broke at the eyelet when it was inserted about halfway into the bone. Injury to the patient was reported as minor damage to the cartilage during the removal of the first anchor. The surgeon did not pre-drill the insertion site. The broken portions of the anchors were left imbedded in the patient's bone and the sutures were removed.